Event description:
A report was received that the patient underwent paddle lead removal due to pain at the lead site. It was believed that the lead was put in peripherally and was sutured into the muscle causing a lot of pain at the lead site. During the procedure, it was found out that one of the contacts was burnt and burned the patient's muscles. The patient was doing fine after the procedure.

Event description:
A report was received that the patient underwent paddle lead removal due to pain at the lead site. It was believed that the lead was put in peripherally and was sutured into the muscle causing a lot of pain at the lead site. During the procedure, it was found out that one of the contacts was burnt and burned the patient's muscles. The patient was doing fine after the procedure.

Manufacturer narrative:
The complaint of a burnt contact was not confirmed. Visual inspection revealed lead was cut from the paddle end and could not be tested. All electrodes in the paddle end were seated properly in the silicone and exhibited no anomalies. Proximal ends were not returned for testing.